Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the insulin pump alarmed motor error during prime. It was also reported that the battery cap is broken and the display has many scratches. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The battery connection is not broken however; cracked battery tube threads are noted. No unexpected motor error alarms noted and the motor was tested outside of the device and passed. The insulin passed displacement, rewind, basic occlusion, prime/a33, occlusion and excessive no delivery tests. The insulin pump was received with minor scratches on the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip and scratches on the reservoir tube window.